Manufacturer narrative:
The reverse microcatheter was returned for evaluation and the catheter body was found to be accordioned approximately 21.5cm to 23.5cm from the distal tip. The catheter hub was not cracked; however, it was separated from the catheter body and the broken end of the catheter exhibited jagged edges, exposed wires with signs of stretching and necking which indicates that the catheter body was pulled with forces exceeding the tensile strength of the tubing material. The lot history record of the reported lot number showed no discrepancies that might have contributed to the reported event. Note: per the instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped (pipeline embolization device) against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Medtronic (covidien) received a report stating that during treatment of an unruptured amorphous aneurysm measuring 18mm x 11mm located in the left internal carotid artery (ica), it was not possible to move the flow diversion device through the microcatheter due to resistance in the distal part of the catheter. The devices were removed from the patient and the aneurysm was coiled. Post procedure angiography was good. No patient injury was reported as a result of the procedure.